Event description:
Reporter alleged obtaining a result of 14.0 mmol/l on the advantage plus system compared back to back with a result of 7.0 mmol/l on the mobile system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were disposed of, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Absent the lot number, manufacture date cannot be determined. This medwatch report is for the advantage plus suspect device system used. Reference medwatch report with (B)(6) for the mobile suspect device system used. Will not be returned to manufacturer.